Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose was dropped to 20 mg/dl. The customer¿s other blood glucose value was 156 mg/dl. The customer was not able to connect transmitter. Customer declined troubleshoot for the low blood glucose as received a new insulin pump since that event. The insulin pump will not be returned for analysis.